Manufacturer narrative:
P-cap locked into place properly during testing. Unit passed the following tests: displacement test, rewind test, prime/seating test, occlusion test, sleep current measurement, active current measurement and self test. Unit's screen functioned properly. No cracks or missing segments noted on screen. Unit's history files and traces successfully downloaded using thump software. On adapt, no relevant alarms were recorded to confirm customer's concerns. Pump was cut open to perform visual inspection and found moisture damage on pcba1. Isolate to electronic stack. The following were noted during visual inspection: cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case in summary, customer concern for frozen screen was not confirmed. Unit passed all testing, no relevant alarms noted in download history files, and screen functioned properly. Customer concern for cosmetic damage at battery compartment and moisture damage was confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a cloudy/frozen screen and the pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer found cracks in the battery casing. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned.